Manufacturer narrative:
(B)(4). Describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker. Additionally, data was received from the patient. A review of the downloaded data log did not find any errors related to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 03/18/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient's mother indicated that medical intervention was required but did not provide any details. Additionally, the patient's mother tested the receiver and it did not beep. No further event or patient information is available.